Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had blood glucose levels of 408 and 46 mg/dl. The customer also reported that the insulin pump had a continuous unexpected restart alarm. Blood glucose troubleshooting was not performed. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.